Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was intermittently powering off with no warning. Reportedly, the patient would find that the pump was off when they went to bolus and the display was blank. The reporter stated that the patient had to remove and reinsert the battery to reboot the pump, the pump would work fine for a few days, then the power issue would recur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed one power interruption had occurred on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete investigation. The battery cap contacts were found to be within required specifications. The battery cap was able to secure to the pump. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no power issues occurring. The pump cover was removed and there were no defects found to the power circuit. The complaint could not be duplicated on investigation. Unrelated to the original complaint, the battery compartment was cracked and the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)